Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced glass breakage during use. There is no report of blood exposure to the mucosal membranes. The following information was provided by the initial reporter. The customer stated: during a blood test, with a pump body and a normal sampling needle, when inserting the tube into the needle, the tube broke off close to the cap. The patient's blood spilled on my hands (on the gloves). Actions taken in the care facility to manage the patient: removal of the tube, I found the broken piece and the tube. Showed to our pharmacist and then discarded.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no damaged tubes were observed. Ten (10) of the retention samples were drawn with water using bd multi sample needles and bd single use holders and no cracking/breakage of the tubes occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of glass breakage based on retention samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced glass breakage during use. There is no report of blood exposure to the mucosal membranes. The following information was provided by the initial reporter. The customer stated: during a blood test, with a pump body and a normal sampling needle, when inserting the tube into the needle, the tube broke off close to the cap. The patient's blood spilled on my hands (on the gloves). Actions taken in the care facility to manage the patient: removal of the tube, I found the broken piece and the tube. Showed to our pharmacist and then discarded.